Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2005 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refu2005) have been reported from the same facility in (B)(6).

Event description:
It was reported by healthcare professional, "we have an issue with the catheter 4french guidewire. There are supposed to be little black lines that ¿measure¿ the length of the wire. They are missing¿thus, we cannot use these at all." Additional info. Received 12/06/2021 "the measurement markings are absent on a section of the PICC catheter. There are no issues with the guide wire. We require the measurement markings a vital component of the PICC line." It was reported this occurred with four devices. This report addresses the fourth device.